Event description:
This lead was capped due to loss of capture at any outputs (both unipolar and bipolar). No adverse patient events were reported. Should additional information become available, this file will be updated.